Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient as a result of the reported event. It was also reported that the surgery was delayed for 5 to 10 minutes. It was further reported that the surgery was completed successfully.

Event description:
It was reported that during a cranial procedure, the perforator continued to run on longer than expected. It was further reported that there were no adverse consequence for the patient as a result of the reported event. It was also reported that the surgery was delayed for 5 to 10 minutes. It was further reported that the surgery was completed successfully.

Manufacturer narrative:
The perforator product reported involved with this event was returned for evaluation and the disengagement mechanism within the perforator was tested and functioned as intended. The reported failure of failure to disengage could not be confirmed. The (B)(4) rev.f provides instructions on how to test the disengagement function of the perforator prior to use.